Event description:
It was reported that the patient was admitted into the hospital for seizures. No other relevant information has been received to date.

Manufacturer narrative:
Occupation, corrected data: initial report inadvertently listed .